Event description:
It was reported that this lead exhibited an increase in threshold, as observed by regular alerts received by the health care professional (hcp) via the latitude remote patient monitoring system. Technical services (ts) was consulted to confirm whether the threshold increase alerts are appropriate and whether this justifies changed the lead at the same time as a scheduled cardiac resynchronization therapy defibrillator (crt-d) replacement. Ts reviewed available device data, noting loss of capture due to high thresholds as well as low intrinsic amplitudes. As such, lead replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead exhibited an increase in threshold, as observed by regular alerts received by the health care professional (hcp) via the latitude remote patient monitoring system. Technical services (ts) was consulted to confirm whether the threshold increase alerts are appropriate and whether this justifies changed the lead at the same time as a scheduled cardiac resynchronization therapy defibrillator (crt-d) replacement. Ts reviewed available device data, noting loss of capture due to high thresholds as well as low intrinsic amplitudes. As such, lead replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. This lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.